Event description:
Reportedly, manual purstring was applied and the device was inserted, fired and then it was difficult to remove. An incomplete anastomosis resulted so a permanent colostomy made. Manual purstring applied to rectal stump when both pi's appeared to have misfired.